Event description:
It was further reported that the cause of the event attributed to the lead. It was noted that there were high impedance values on select ¿contacts.¿ the reporter noted that the patient had a reprogramming and had better coverage.

Event description:
It was reported that the implanted stimulator wasn¿t working. It was clarified by not working the patient not feeling stimulation was meant. It was noted that on the day prior to the report, he had half a battery left. He turned it on and didn¿t feel stimulation. It was stated that he had been using the stimulator a lot and noted that he last felt stimulation 2 days prior to the report. It was noted that he had changed his pain medication to generic and the generic wasn¿t working. It was also noted that the patient could communicate with the recharger and patient programmer. The patient had full batteries on the patient programmer and the implant was full as well. It was noted that the lightning bolt was present but he was not feeling stimulation. The patient had a group a and b and tried each program by turning up the voltage all the way. Nothing happened though, and the patient couldn¿t feel the stimulation. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3487a-45, lot# v188697, implanted: (B)(6) 2009, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3487a-45, lot# v188697, implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's device never worked. The patient wanted their device removed or replaced. The patient later noted that their implantable neurostimulator (ins) worked but only "half-worked". The patient noted that 1.5-2 years prior to the report the patient's ins could not be communicated with and they had to have their ins charged by a "bigger" programmer in their doctor's office. Only half of the patient's leads worked but they could not remember when they found out about this issue. The patient had lumps in their back from the ins and leads. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.